Manufacturer narrative:
The pacemaker is expected to be returned. Once the product is received and laboratory analysis was completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this pacemaker, the setscrew became displaced from the header. As a result, this pacemaker was not implanted and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that the rv setscrew was no longer in the header and was found to be stuck onto the end of the returned torque wrench. Microscopic inspection of the rv setscrew noted that the edges were flattened and appear as if they were handled with a tool. All seal plugs were intact and the ra set screw showed no anomalies. Laboratory analysis confirmed that the setscrew came out of the header after becoming stuck onto the end of the torque wrench.